Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint data base for similar complaints was conducted; no additional complaints have been reported. The may 2007 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.

Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation on june 07, 2007, that during a colonoscopy using a resolution hemostasis clipping device (patient age and gender unknown), "the clip grasped the tissue but would not detach from the catheter". "The clip was pulled from the bleed site with minimal trauma to the bleed site." The physician successfully completed the procedure with another resolution hemostasis clipping device. The patient's condition was reported as "fine".